Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed succesfully on 11th july 2012. The device recorded, on the 18th september 2016 a failed weekly auto self-test due to a low battery. No further log enteries were recorded. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
This trackwise record was opened in order to submit a missing initial medwatch report, per FDA guidance. No investigation will be performed in trackwise, as the investigation was completed previously when first received by heartsine, prior to the implementation of trackwise.

Event description:
Commercial return no reported fault. Investigation findings indicate malfunction. No patient involved.